Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No devices received, log review only.

Event description:
It was reported that a 12-hour heparin (25,000 units in 500ml) was programmed at 8pm to infuse at a rate of 30ml/hr. When the infusion was checked at 12am, the medication bag was found empty. There was patient involvement but no harm.

Event description:
It was reported that a 12-hour heparin (25,000 units in 500ml) was programmed at 8pm to infuse at a rate of 30ml/hr. When the infusion was checked at 12am, the medication bag was found empty. There was patient involvement but no harm.

Manufacturer narrative:
Omit: concomitant med prod data (1), a26 - insufficient information (3190), g07001 - part/component/sub-assembly term not applicable, b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: device available for eval?, returned to manufacturer on, device return to manufacturer?, device eval by manufacturer?, if other specify, imdrf annex a,b,c,d, g codes, remedial action required and remedial action #. H3 other text : not applicable. Device evaluated by bd.